Manufacturer narrative:
Investigation results completed on syringe infusion pumps/medfusion 3500 pumps . The complaint of syringe sensor display was duplicated during testing and in the event log. The physical condition of the device revealed top case cracked at front corner. The plunger would not engage the clutch. Cause was related to dowel pin came out of the head mount and was loose inside the plunger head. Action was taken to replace the head mount and installed new dowel pin. Summary of maintenance repairs included: replaced damaged top case and right and left plunger cases. Upgraded the motor mount. Cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed. Returned l-bracket with the pump.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pumps is revealing syringe sensor display. No adverse patient effects reported.